Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. In-service consisted of pre-cleaning, leak testing, manual cleaning, manual high-level disinfectant (hld). Observed: re-usable channel brush is used and recommended the a single use brush. Alcohol flush not performed per IFU as optional practice. Customer will incorporate the alcohol flushing moving forward to aid in drying the instrument channel and scope¿s external surface. Observed endoscope is stored in a cylindrical tube. Recommended creating a space for a proper ventilated scope storage. Customer uses aldahol. Recommended a 10 hour hld contact time in aldahol as a sterilant according to aldahol instructions for use. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 1 of 2. It was reported that a patient developed a urinary tract infection after used of the scope. The patient reports having urinary frequency, urgency and no completely emptying the bladder. The patient had a positive urine culture to confirm bacterial infection. The patient was treated with ciprofloxacin. The patient is doing fine. The customer reported they are not using a scope cabinet when drying the scopes after reprocessing, instead they are being hung on a wall in a glass container. Additionally, the customer was not able to confirm any type of cleaning or disinfectant process for the glass containers. The customer states they are unfamiliar with how to test the scope.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. The complaint was not necessarily confirmed, but endoscopic support specialist (ess) in-service identified that there were several reprocessing issues at the user facility, which may have contributed to potential contamination causing suspect patient infection. It was identified that the customer was not using best practices with regards to storing the scopes in a dry well ventilated scope cabinet. Moreover, during the reprocessing in-service, it was found that the customer was using a reusable brush, not soaking the scope in aldahol for 10 hours during high-level disinfection (hld), and not handling the scope with best practices to avoid damage to the distal tip. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which is problems traced to the device, but the investigation could not identify the actual root cause, due to maintenance problem identified, which is a device malfunction or problem that occurs after production because the device was not properly maintained according to the instructions. It is unclear whether there is a correlation between the product/ device status and cause of infection. The event can be prevented by following the instructions for use which state: per aldahol 1.8 IFU: "for sterilization, immerse clean, rinsed, and rough-dried medical devices into activated aldahol for 10 hours at 20°c. Be certain that all lumens and internal channels have been filled with aldahol. Before immersion, check with the manufacturer of the medical device to be sure that the device can be immersed into a liquid solution for 10 hours without damage to the device. After the 10-hour immersion, remove the medical device using aseptic technique, and thoroughly rinse away the disinfectant using sterile rinse water according to the triple-rinse procedures as follows." P1. "Proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments. Keep the cabinet doors closed to protect the equipment from environmental contaminants and accidental contact. Limit access to stored equipment by unauthorized personnel." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.